Manufacturer narrative:
The insulin pump had constant motor error alarm during rewind due to motor encoder signal out of phase. The insulin pump was unable to perform displacement due to motor error alarm. The insulin pump was received with cracked reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed motor error during basal and rewind. Tried to clear the alarm and rewind but the alarm reoccurred. Customer's blood glucose was 328 mg/dl. Troubleshooting was performed. The device was not exposed to an MRI. Customer doesn't use the sensor feature and was unable to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. She agreed to return the device for further analysis.